Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that after the drg trial on (B)(6) 2024, patient developed csf leak (manufacturer report number 1627487-2024-10524), and the trial leads were explanted and the symptoms resolved. However, during the patient¿s implant on (B)(6) 2024, patient again developed csf drainage which leaked to the ipg incision site. Physician planned to do an ipg debridement and while removing the ipg, they inadvertently dislodged the l5 drg lead out of position. As a result, physician explanted the entire system on (B)(6) 2024. Patient was given a lumbar drain to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.